Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: scar revision, skin tightening. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two 370cc mentor memorygel breast implant prostheses and experienced left-sided grade IV capsular contracture and right-sided surgical intervention postoperatively. The diagnosis of the capsular contracture was confirmed based on the patient¿s symptoms. As a result, the patient underwent removal and replacement with a 370cc mentor memorygel breast implant (catalog #:smpx370, serial #:(B)(4)) for the left side and surgical intervention (bilateral mastopexy scar revision and skin tightening) on (B)(6) 2021. This report is for the right-sided prosthesis.